Manufacturer narrative:
Product ID: neu_unknown_lead, serial# (B)(4), product type: lead. Product ID: 4301-35, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that the patient had a history of urinary tract infections (uti). Dates, causes, clinical treatment, and outcome were not given. Additional follow-up is being conducted to determine those answers. If any additional information is received, a supplemental report will be sent.